Event description:
On (B) (6) 2010, the patient underwent treatment for a descending thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. On (B) (6) 2010, the field sales associate (fsa) was contacted by the physician. The celiac is noticeably enlarged also. There is no evidence of endoleak, or any graft irregularity. The physician believes it is now a thoracoabdominal aortic aneurysm. A reintervention is planned within the next two weeks.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event: tgt3015/06804565, tgt4010/06726707.